Event description:
The user facility reported that while a patient was positioned on the table, the operator commanded the trend function on the hand control. When the operator released the trend button the table continued to trendelenberg. The user facility stated that the movement occurred after the trendelenberg button on the hand control was released. The user facility declined to provide additional information on if the procedure was delayed, cancelled or completed successfully and if any injuries occurred to the patient or hospital staff.

Manufacturer narrative:
A steris service technician inspected the table on two separate onsite visits and found the table to be operating properly. The technician tested the table multiple times and was unable to duplicate the reported event. The table is not under steris service contract and is serviced and maintained by the user facility. The table was installed in 1993 and has been in use for approximately 20 years. Steris will provide a quote on a new table to the user facility.